Event description:
Additional information received reported that the patient's stimulator was overdischarged. The patient was able to trickle charge her stimulator and was receiving good stimulation.

Event description:
It was reported that the patient was not able to adjust stimulation. It was reported that the display showed the "call your doctor" icon. A power on reset (por) condition was reported. There was no known electromagnetic interference (emi) or medical procedures that could have caused the por and the battery was three-fourths full, thus a low battery por was not suspected. The patient was instructed how to clear the informational por with the patient programmer and was successful. The patient felt stimulation as intended and had resumed therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).